Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard femoral component, catalog#: unknown lot#: unknown. Unknown vanguard tibial tray, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00590, 0001825034-2018-00591, 0001825034-2018-00592.

Event description:
It was reported that the patient experienced deep vein thrombosis about three weeks post operatively of a knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced shortness of breath and chest pain approximately twenty-five days post-initial implantation. The patient was then admitted to the hospital and diagnosed with deep vein thrombosis and pulmonary embolism. The patient was given eliquis and discharged home. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The compatibility check and complaint history search could not be performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.